Manufacturer narrative:
Investigation is in process, but not yet completed.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the ice making system continually made ice. The ice would build up until the system was shut down to allow the ice to thaw. Then the system was restarted to make more ice. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.